Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in the patient for an unknown endovascular treatment. It was reported that a valiant captivia stent graft system was implanted in the patient for the endovascular treatment of an 90mm thoracic aortic aneurysm. An aneurysm had reportedly developed above and below the previously implanted talent stent graft. During the procedure, access was by right subclavian cutdown. The device was not long enough to get to the innominate artery due to tortuous vessels. The physician deployed the device without the nose cone into the innominate artery. Upon trying to remove the device, the top cap became stuck on the free flow stents. While trying to remove the device the patient crashed and expired. The physician reported the cause of the event to be patient anatomy related due to tortuous vessels.